Event description:
It was reported by a neurologist that a vns patient had high lead impedance during a regular office visit. Patient's current output settings were at 1.5ma and she no longer felt vns stimulation. According to neurologist, there was no trauma to the patient's device. X-rays were taken of patient's vns device and were reviewed by manufacturer. The alignment of the positive and negative electrodes appeared to be normal. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.